Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up when high capture threshold was observed. The patient was enrolled in merlin at home. There were no adverse consequences for the patient and monitoring will continue.